Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was showing partial display. The customer¿s blood glucose level was 52 mg/dl at the time of the incident, treated with glucose intake. The customer states when they press act button for the main menu it does not appear correctly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump replacement form has been sent to local office. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.